Event description:
It was reported that during system implant, a small pericardial effusion occurred during the use of an implanting catheter. The procedure was concluded without implant of a left ventricular lead. Following the procedure, the patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The procedure was completed successfully.